Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packaging coil (podj) pusher assembly. The pusher assembly was kinked approximately 5.0 and 11.0 cm from the proximal end. The embolization coil windings were offset and the coil was intact with its pusher assembly. Conclusions: evaluation of the returned device revealed that the podj embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If an attempt is made to advance the podj into a microcatheter and the introducer sheath is not properly seated in the hub, the embolization coil may begin to take shape in the hub and cause resistance. Further advancement of the embolization coil against resistance will result in offset coil windings. The offset coil windings likely further contributed to the resistance felt during advancement. Further evaluation of the returned device revealed that the pusher assembly was kinked. These kinks were likely incidental and may have occurred while packaging the device for return. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing coil embolization procedure treating a type ii endoleak using pod packing coils (podj). During the procedure, while attempting to advance a podj through a lantern delivery microcatheter (lantern), the radiologic technologist experienced resistance and the podj was unable to advance out of its introducer sheath. Therefore, the podj was removed and the procedure was completed using a new podj and the same lantern. The physician reported not using a rotating hemostasis valve and not maintaining continuous flush. There was no report of an adverse effect to the patient.